Manufacturer narrative:
Conclusion: based on the received information, damage to the conductive link possibly related to device mobility is suspected. However, to determine an exact root cause a device investigation would be necessary. The device is still implanted, as the patient does not wish to undergo surgery. A date for explantation has not been made available at this time. This is a final report.

Event description:
It was reported that the patient lost the audio processor in 2014 and was inadvertently provided with an audio processor for a bonebridge implant. Neither the (B)(6) nor med-el staff was aware of this. On (B)(6) 2015, the patient suddenly stopped having access to sound with the device.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient lost the audio processor in 2014 and was inadvertently provided with an audio processor for a bonebridge implant. Neither the audiologist nor med-el staff were aware of this. On (B)(6) 2015, the patient suddenly stopped having access to sound with the device. Air and bone conduction thresholds were found unchanged when compared to preoperative ones. In situ testing showed that the device had malfunctioned.

Manufacturer narrative:
Device investigation on the received parts shows damage to the lead wire of the conductive link, as it might be caused by minute device mobility. The observed damage was determined to be the root cause of device failure. The results of the in-situ measurements support this finding. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
It was reported that the patient lost the audio processor in 2014 and was inadvertently provided with an audio processor for a bonebridge implant. Neither the audiologist nor med-el staff was aware of this. On (B)(6) 2015, the patient suddenly stopped having access to sound with the device. The device has been explanted and the patient was not re-implanted.